Event description:
During remote follow-up, an electrocardiogram anomaly was observed on the device. The patient was brought for further diagnostic testing and the event was not reproducible. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.